Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation his back where the lifevest sits on his skin. The area was described as two circular rashes that are itchy. The patient was in the hospital and had removed the lifevest due to hospital policy and was applying some cream to the area. The patient's doctor also recommended using benadryl to treat the irritation. During a follow-up, the patient indicated that the irritation had improved.